Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined. No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone11.8 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 375 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttock), the pod's cannula was dislodged from the skin and bent. It was also reported that the pod site was red. As treatment, the patient manually injected insulin and applied a new pod.